Event description:
On receipt of a complaint part from a customer, it was discovered that another faulty expiratory current servo not related to the complaint was also in the package. There was no info about the event, date of event or the product serial number.